Event description:
It was reported that the homechoice (hc) device had an unknown failure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The evaluation noted the device to be noisy due to the pump. The pump was replaced. The heater pan was noted to be damaged and was replaced also. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.